Manufacturer narrative:
Unable to remove the broach from the broach handle. The stem is either bent or gouged and becomes stuck on the broach handle. Examination of the returned broach does not confirm the report. The instrument connected and disconnected from a mating handle without issue. However, there is a small gouge on the post which may have interfered with the referred to broach handle. The broach handle was not returned for evaluation. The teeth are still sharp over 11 years into service. A search of the complaints databases identified other reports against the product/lot code with the root cause finding of wear out. The root cause is unknown. Corrective action has not been indicated and product problem has not been identified. The device functions as intended. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unable to remove the broach from the broach handle. The stem is either bent or gouged and becomes stuck on the broach handle.